Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this device was returned after being explanted for normal battery depletion (nbd). During initial analysis this device did not pass longevity testing for this model device. This device is part of the shortened replacement window advisory. This advisory was originally communicated (B)(6), 2007. The device was sent on for detailed analysis.